Event description:
At time of discharge, noted that patient had what appeared to be a superficial burn. Patient reported follow up with provider and noted a third degree burn at the documented site. After review, it was identified that the superficial burn at the time of discharge was located in the same place as the grounding pad, lower right posterior flank. During internal investigation, it was noted that vendor recommendations were different than common practice, regarding number of grounding pads for radiofrequency generator. Standard facility practice was maintained with two grounding pads in place, however only one grounding pad was plugged into generator per vendor recommendations.